Manufacturer narrative:
The patient's exact age is unknown. However, it was noted to be over 18 years. According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed. If any additional relevant information is received, a supplemental medwatch report will be filed.

Event description:
Note: this MFR report pertains to one of three devices that were used during the same procedure. Refer to associated MFR report #3005099803-2011-01524, and #3005099803-2011-01525 for a description of the other devices. This report is for the first device. It was reported to boston scientific corporation that three optiflo injection needle devices were used during a colonoscopy procedure. According to the complainant, during preparation for the colonoscopy procedure, the needle was pushed out of the first optiflo injection needle device. However, they were unable to retract the needle. The same issue occurred with two additional optiflo injection needle devices. The problem occurred outside the patient in each case. The procedure was able to be completed with another optiflo injection needle device. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.